Event description:
A distributor in finland reported a malfunction of the tandem pump where a malfunction code 0-0x277d was displayed. The customer's blood glucose level was not reported at the time of the event. The pump was within warranty, and it was confirmed by customer support to replace the pump. Instructions for the replacement process and returning the problematic pump were provided to the customer. No additional information about the customer's backup therapy or blood glucose impact was disclosed.